Event description:
Patient underwent percutaneous tracheostomy at bed on (B)(6) 2018 without issue. Overnight, an rn noted a break in the tracheostomy that made it unable to be secured. The patient was taken back to the operating room on (B)(6) 2018 fir tracheostomy removal and a new one inserted. Dates of use: (B)(6) 2018. Diagnosis or reason for use: long term vent patient.